Event description:
Event description guidant received information that this recalled implantable cardioverter defibrillator (ICD) was explanted and replaced after 47 months of implant duration. Dissatisfaction with respect to battery longevity was expressed.